Manufacturer narrative:
There is a small percentage of the population with a natural sensitivity to cyanoacrylate adhesive. This is indicated in the instructions for use (IFU).

Event description:
Allergic skin reaction (itching around the scar) occurred few days after closure of surgical incision, motive of surgery not reported. Additional information: plastic surgery to the thorax. Description by the patient at day 8 was of itching. On examination, glue was a little 'swollen' but no skin eruption around the scar with spontaneous favourable outcome within 4-5 days.